Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97745, serial# (B)(6). Product type: programmer. Patient product ID 97745, serial# (B)(6). Product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was rep reports the patient has been having difficulty recharging her implantable neurostimulator (ins) for about the past month. Rep reports they are seeing passive recharge screens, with the recharge numbers all at 100 and staying at 100 when the recharge telemetry module (rtm) is moved away from the ins. Rep reports the screen on the controller states "searching for device". Rep then reports the numbers moved to 67, 68, 68. Technical services (ts) then had rep place the rtm over the patient's ins and the numbers changed to 85, 89 91, then 87,87,88, then 86,90, 91 and last 100 and 100 (did not provide a third number). Rep states this issue began about a month ago and they have been going through a passive recharge session for about 20 minutes. Rep states the screen just keeps going back to a screen that states "position the rtm where you get the highest number and wait 10 minutes". Rep then states the patient has had two controllers replaced and currently has two in her possession. Ts advised rep to go into tech mode to disable and re-en able the controller. Rep was unable to successfully get into tech mode, however she switched controllers from the (B)(6) to the (B)(6) and reported that that controller worked normally. Ts advised rep to have the controller that was replaced most recently sent back and to re-pair with the new controller. Rep then reported that the new controller is stating "poor recharge quality" and rep stated she believes this is in relation to the depth of the ins in the patient's body. The issue was not resolved through troubleshooting. Ts advised rep to have patient follow up with their physician. Rep confirmed she will have the patient get an appointment with their physician.

Event description:
Information was received from a patient (pt), regarding an external device. The reason for call, was caller stated, that the stim on/off button is depressed in. Caller stated, that it doesn't work when trying to wake controller and turn stim on. And they can hear a rattling noise inside. An email was sent to the repair department to replace the controller. The patient (pt) called back and reported, they had issues with the replacement controller. Pt reported, having trouble getting controller to turn on, and was experiencing issues with recharging their implant that they never experienced before. Pt said they reported, the issue to their manufacturer representative (rep) about the difficulties with charging their implant on monday or tuesday over the phone. And rep helped talk pt through repositioning/recharging. Pt finally "found the spot" and was able to charge their implant by laying on the paddle on the floor. Pt charged ins again last night. But today the controller kept showing "no device found" when they unlocked the controller. Pt additionally reported, the controller seemed unresponsive when they tried to turn stimulation off while sitting. The controller was failing to turn off stimulation. Pt removing the controller battery, and "was still going" (patient services (pss)understood this as the stimulation stayed on). When pt stood up, the stim finally turned off. Pt said, they did not have adaptive stim. Pt mentioned, their implant had been completely dead when they first tried charging with replacement controller. Pss explained passive recharge mode. And pt said, they had selected "recharge" to successfully begin charging from passive recharge mode. Pt said, they weren't going to use the second replacement controller/therapy until they could meet with their healthcare provider (hcp) rep, to address issue of not being able to turn stimulation off. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt), called back and reported, they had issues with the replacement controller. Pt reported, having trouble getting controller to turn on and was experiencing issues with recharging their implant, that they never experienced before. Pt said, they reported, the issue to their manufacturer representative (rep), about the difficulties with charging their implant on monday or tuesday over the phone. And rep helped talk pt through repositioning/recharging. Pt finally 'found the spot' and was able to charge their implant by laying on the paddle on the floor. Pt charged ins again last night. But today, the controller kept showing 'no device found' when they unlocked the controller. Pt, additionally reported, the controller seemed unresponsive when they tried to turn stimulation off, while sitting. The controller was failing to turn off stimulation. Pt removing the controller battery. And 'was still going' (patient services (pss) understood this, as the stimulation stayed on). When pt stood up, the stim finally turned off. Pt said, they did not have adaptive stim. Pt mentioned, their implant had been completely dead when they first tried charging with replacement controller. Pss explained, passive recharge mode. And pt said, they had selected 'recharge' to successfully begin charging from passive recharge mode. Pt said, they weren't going to use the second replacement controller/therapy, until they could meet with their healthcare provider (hcp) /rep to address issue of not being able to turn stimulation off. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient, product ID: 97745, serial#: (B)(6), product type: programmer patient, product ID: 97745, serial#: (B)(6), product type: programmer patient. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated that they are getting a new ins on 2023-07-28 to resolve the issue.